Event description:
It was reported that the burr became stuck in the lesion the target lesion was located in left anterior descending artery (lad). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck in the mid lad. The burr was then pulled and dislodged from the lesion. The procedure was completed with a normal balloon and stent procedure. No complications were reported and the patient is fine.